Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom app but failed to pair with the ilet bionic pancreas; support guided the user to toggle the ilet sensor setting and re-pair. Symptoms included the absence of displayed glucose data with no adverse clinical symptoms reported. Outcomes included temporary loss of cgm data on the ilet without alerts or alarms and no health impact. User support included remote technical troubleshooting and user education on pairing procedures. Investigation of this case revealed a pairing connectivity issue between the ilet and the dexcom g7 consistent with a software or communication interface problem; no hardware component damage was indicated. It was concluded, based on previously established findings for similar reports, that user-device communication and configuration contributed to the event, and that proper re-pairing is an effective mitigation.